Event description:
The end user reported while pushing a patient on the stretcher in a medical facility, a medic alleged feeling 5 consecutive shocks without lifting their hand off the stretcher. No alleged injuries were reported and no medical intervention was sought. The patient transport was able to be completed with no adverse health consequences to the patient. The serial number of the subject stretcher was not provided.